Event description:
Philips received a complaint by the customer on the v60 indicating that there is misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Since it was not resolved by calibrating the touchscreen, the touchscreen will need to be replaced. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1 reporting address state: (B)(6). Reporting address postal: (B)(6).

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Regarding the touchscreen accusation of ¿misalignment in the touch position was confirmed.¿ the pil technician has verified that the touchscreen fails flex cable resistance verification testing, confirming the complaint regarding touch position misalignment. Due to this failure in flex cable resistance verification, the touchscreen does not meet the acceptance criteria. The touchscreen is out of specification. No further failure investigation (fi) is required. H11: d4 - product UDI #.